Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked mdrs: 2029214-2019-00670, 2029214-2019-00671. If information is provided in the future, a supplemental report will be issued.

Event description:
Multicenter study of pipeline flex for intracranial aneurysms (leonardo b. C. Brasiliense, md, pedro aguilar-salinas,md, demetrius k. Lopes,md, danilo nogueira, md, keith desousa,md, peter k. Nelson,md, christopher j.moran,md, marcus d. Mazur, md, philipp taussky, md, min s. Park,md, guilherme dabus,md, italo linfante, md, imran chaudry,md) a total of 205 patients with 223 unruptured aneurysms were treated with ped flex (medtronic) over a period of 18 mo. The mean age was 55.7 yr (±14.4 yr) and ranged from 18 to 86 yr. There were 165 females (80.4%). An elderly patient with bilateral symptomatic giant cavernous ica aneurysms had undergone treatment of a right lesion with a 3.5 × 18 mm pipeline classic (medtronic) 8 mo prior. Follow-up imaging showed persistent filling of the right aneurysm and previous attempts to treat the left aneurysm failed because the lesion could not be traversed for deployment with a flow diverter. A 3.75 × 20 mm pipeline flex (medtronic) was deployed telescoping the previous right ica device and balloon-dilation was performed with a 4.0 × 10 hyperglide catheter (medtronic) to improve apposition. During this maneuver, a longitudinal rupture of the distal ica occurred which resulted in a fatal hemorrhage. A, digital subtraction angiography (dsa) of the right internal carotid artery in ap view demonstrating persistent contrast filling of the right cavernous ica aneurysm 8 mo after treatment with pipeline classic. B, dsa in lateral view depicting measurements of the proximal and distal parent artery (white arrows) in preparation for pipeline flex placement. C, dsa showing contrast extravasation distal to the pipeline flex (white arrow) which occurred after balloon-dilatation of the device. D, CT angiography after the ica rupture demonstrating diffuse subarachnoid hemorrhage and vessel dissection.